Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an ablation procedure with a qdot catheter, the patient experienced cardiac perforation which required cardiopulmonary resuscitation (CPR), surgical intervention and prolonged hospitalization. The report indicated that cardiac tamponade (CT) occurred during ablation procedure, resulting from a right atrium (ra) bleed thought to have been caused by steam pop. It was considered a severe ra bleed treated with surgery which was required for repair. The product was not being used in a clinical trial. The event happened during the procedure, and the biosense webster representative was in the procedure at the time of the event. The surgery was prolonged due to the event, and the surgery was aborted due to severe decline in patient stability. The facility did not indicate that there may be legal action. The product is available for return. Steam pop was suspected during cavotricuspid isthmus (cti) ablation leading to ra bleed (although consultant felt and heard nothing to indicate this at the time). The lesions were assessed with carto post-event, and one particular lesion at the proximal end of the line was thought to perhaps have been responsible. The duration was 32.40 sec, power: 50 w, temp: 43°c, impedance drop: 134 -> 110, average force: 38 g, and lesion ablation index: 823. A request was made for an assessment of the catheter used during the procedure to check for any faults that could have contributed to this outcome. Additional information indicated that the medical intervention provided was CPR, blood transfusion, and reparative cardiac surgery. The location of the perforation was ra close to inferior vena cava (ivc). The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization to monitor patient post-reparative surgery. The patient has a history of atrial fibrillation. The procedural activated clotting time (act) was ¿300<¿. No catheter exchanges were necessary during the procedure. The force visualization features used were dashboard, vector, and visitag. The visitag module parameters for stability used were max distance change 3mm, and min time 3s. The additional filters used with the visitag were force over time: 25%, minimum force: 3 g, and resp adjustment enabled. The tag index used to color visitags according to ablation index of 350 lower/500 higher. One transseptal puncture site was performed during the procedure with abbott brk needle. Prior to noting the CT, ablation was performed. The flow setting was qdot ¿ adaptive irrigation. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. The generator and pump used for the procedure were both ngen. Steam pop is not considered to be a device malfunction and is not MDR reportable.

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 31656687l identified no internal actions related to the reported complaint condition. Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).